Event description:
The report stated that after the fusion cycle the vessel seemed sealed. Then 10 minutes later there was minimal pulsable bleeding from the ima. There was no patient harm.

Manufacturer narrative:
Investigation ongoing.